Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient read about stryker recalls in the newspaper. He has always had discomfort, but recently started experiencing more discomfort and wants any information we may have for him. He would like to avoid additional procedures. Patient specifically wants to know if any of his implants have been recalled."